Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to 9 short circuits and the patient was reimplanted with another cochlear device during the same surgery.